Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 10 days the dental implant was installed in intraoral region #5. 25ncm of primary stability was achieved and the patient presented bone type IV.